Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer had tampons from several different packages that fell apart leaving pieces inside causing pain and discomfort. She was able to manually remove the tampon pieces. She experienced weakness and cramps. On other occurrences, the string came out on its own then pieces of the tampon alone.